Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and suffered from an unspecified complication. The type of the device involved is unknown. The common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. As a result, the patient had undergone removal on an unknown date. This medwatch is for left side.